Event description:
The advocate stated, the customer received low blood glucose readings of 34 and 30 mg/dl from her contour and readings of 254 and 378 mg/dl from another contour meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left, so no product will be returned. A replacement meter was sent to the customer.